Manufacturer narrative:
The strip vial used for patient 2 was not provided for investigation.

Manufacturer narrative:
The strip vial used for patient 1 was returned and tested using a retention meter and retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr. Qc 2: 2.9 inr. Qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The strip vial used for patient 2 has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: hematocrit ranges between 25-55 % do not significantly affect test results. Testing performed with native blood samples indicated no significant effect on test results for clopidogrel up to 20 mg/dl. Patient 1: the patient's hematocrit is within range. The patient's plavix (clopidogrel) concentration has no effect on her inr test results. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 2 patients tested with coaguchek xs meter serial number (B)(4) compared to unknown laboratory method. Patient 1: on (B)(6) 2022 the patient had a meter result of 3.7 inr while the lab result was 2.8 inr. The patient's warfarin dose was held for one day and the patient will be re-tested the week after. The time difference between the measurements is within one hour. The patient's therapeutic range was 2.0-3.0 inr. The patient's interval of testing is weekly. Patient 2: on (B)(6) 2022 the patient had a meter result of 5.4 inr at 12:48 p.m. While the lab result was 3.5 inr. The patient's warfarin dose was reduced by 2 mg for 2 days based on the lab results. The time difference between the measurements is within 4 hours. The same lot number of strips was used but a different vial. The patient's therapeutic range was 2.0-3.0 inr. The patient's interval of testing is twice a week.